Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
There was an allegation of questionable glucose results from multiple accu-chek inform ii meters.

Manufacturer narrative:
Further investigation was not possible as the product was not available for additional investigation.